Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the large hem-o-lok clip applier instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier clips did not hold on the forceps. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed, and the complaint was not confirmed by failure analysis. An internal and external inspection was conducted revealing no issues. The instrument successfully applied three consecutive clips with in-house clips on an in-house system. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests multiple times. The instrument moved intuitively with full range of motion in all directions. The grips/tips opened and closed properly. The instrument was fully functional. No product issue was found. B isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was no visible damage. The issue with the clip applier occurred while loading the hem-o-lok clips before inserting into the patient. A backup instrument was used.

Event description:
Refer to h11 for follow-up information.